Event description:
It was reported that, "k-wire became lodged in a screw. Upon mantis screw insertion, the k-wire would not pull back out of the screw. It didn't appear that the wire was over bent and the screw was not "clogged" before use."

Manufacturer narrative:
Complaint history analysis, labeling review and risk assessment. Results: a through investigation could not be performed due to the unavailability of the implicated device. Complaint history analysis: (B)(4) previous records have been received. The investigations into past complaints concluded that the failures were the result of user-error. The surgical technique clearly states that k-wire guide tube should be used to prevent the k-wire guide tube should be used to prevent k-wire from bending or moving during insertion. In that case, the surgeon did not use the k-wire guide tube during k-wire insertion. Risk assessment: the broken fragment was removed. There was a delay in surgery of approximately 5 minutes as a result of the failure. Conclusion: the instrument failure is believed to be the results of user-error.